Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "a prospective evaluation of a largely cementless total knee arthroplasty cohort without patellar resurfacing: 10-year outcomes and survivorship" written by richard j. Napier, christopher o'neill, seamus o'brien, emer doran, brian mockford, jens boldt and david e. Beverland published by bmc musculoskeletal disorders 2018 was reviewed. The article's purpose was to report on 10 year survivorship results of total knee arthroplasties without patellar surfacing. Data was compiled from 237 patients (240 knees) implanted between march 2002 - january 2003 with age range 39-89 years and 91 males and 146 females. All patients received depuy knee implants. Cement manufacturer is not identified and patella resurfacing was not performed. Depuy products utilized: lcs complete rotating platform knee system adverse events: aseptic loosening of femoral component with radiographic detection of radiolucency's (treated with revision of femoral and tibial components except "tibial cone" found well fixed) - see figure 3 and figure 4 for radiographic detection of radiolucency's osteolysis (associated with femoral component loosening, no indication of poly wear, no indication of foreign body reactions or debris) infection (treated by surgical "washout" without bearing exchange) non-infected hematoma (treated by surgical "washout without bearing exchange) periprosthetic fracture attributed to a road traffic collision (treated by internal fixation) - anatomical location of fracture not provided and no further information provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.